Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the delivery catheter system (dcs) en countered resistance entering a previously implanted non-medtronic surgical valve. Excessive force and effort was applied during advancement. The capsule of the dcs was found to be fractured and was removed. The dcs was replaced with another dcs, to complete the implant procedure. No adverse patient effects were reported.

Manufacturer narrative:
An image was provided showing the delivery system outside the patient with a complete separation of the capsule just proximal to the hub. The subject device was not returned for evaluation by medtronic, thus a gross visual evaluation to determine potential factors and/or causes could not be performed. Capsule separation typically occurred due to excessive compressive forces applied during the valve loading process. This excessive compressive force is only experienced when the valve was loaded incorrectly. In this case, it was reported that no misload was identified, however, no fluoroscopic load check images were submitted for review, therefore it cannot be independently determined if the valve was correctly loaded onto the dcs. The reported advancement difficulty was also a likely contributing factor to the separation, and the existing bioprosthetic valve may have played a factor as well; an assignable root cause leading to the advancement difficulties could not be determined without review of procedural images. The DHR review was performed on the device; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. If information is provided in the future, a supplemental report will be issued.